Event description:
It was reported by the patient that he is dissatisfied with the size of the implant. He states he has lost 40% to 45% of his size by cubic volume after being implanted with the penile prosthesis device. The patient also believes that he will need a revision of his device because the bulb of the pump is "feeling really soft." The patient would like to have his device removed.